Event description:
It was reported that the articular surface could not be implanted during surgery. The procedure was completed with another product.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned implant found dents on the inferior side, and it was found the dovetail feature was compressed on one side. On the right posterior side, some material is split off. Dimensions measured were within tolerance. Device history record was reviewed and no discrepancies were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before placing it into the tibial plate using the inserter instrument. The noted dovetail compression indicates the articular surface was not properly aligned before pushing with the articular surface inserter. The root cause is due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.